Event description:
It was reported that "pt fell and dislocated. Surgeon went in to make sure everything was ok and decided to swap out the liner. Nothing wrong with the liner."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.